Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone14.7 cgm sensor type: g6.

Event description:
It was reported that the needle deployed the cannula late. The pod was not worn when the cannula was deployed. The pod was worn less than an hour.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both priming sequences in the expected number of pulses. The pod delivered 3459 pulses before being deactivated by the user. The investigation did not find any damages or deficiencies that would contribute to the needle deploying late, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying late could not be determined.